Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was found to be in backup vvi reset mode. A device image was received for further investigation. A firmware download was performed successfully restoring the device.